Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 system controller, serial number (B)(6), was returned for evaluation following the patient passing away. The downloaded log files captured a low voltage advisory alarm while connected to 14v batteries on 06aug2025 at 21:18:39 due to the batteries depleting below the alarm threshold. The batteries were in use for approximately 18 hours before the alarm activated. The alarms escalated to a low voltage hazard alarm on 06aug2025 at 23:08:08 and further escalated to a no external power alarm on 07aug2025 at 00:26:33 due to the batteries fully depleting. The backup battery then supported the system for approximately 2 hours before also depleting, resulting in a pump stop. The pump operated as intended prior to the backup battery depleting. Data was last captured on 07aug2025 at 02:28:20 before the controller shut down. The pump was off for an unknown amount of time. Data was last captured on 07aug2025 at 02:28:20 before the controller shut down. There were no other notable events captured on the reported event dates in the log file. The returned controller was functionally tested and passed. The controller was connected to a mock circulatory loop for an extended period without atypical alarms or issues. The root cause of the pump stop was determined to be due to a full depletion of the connected batteries. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D, heartmate 3 patient handbook, rev. A are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve low voltage advisory, low voltage hazard, no external power alarms. Section 3 of the IFU, entitled ¿powering the system¿, provides instruction on how to power the system controller. This section advises the user to not sleep on 14v li-ion batteries. Section 2 of the IFU, entitled ¿system operations¿, explains the operation of the controller backup battery. This section informs the user the backup battery is intended only for backup power during a power emergency. The backup battery provides at least 15 minutes of support to the system if the in-use power source is disconnected or fails. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was found unresponsive at home on (B)(6) 2025. The patient passed away, but it was unknown if the left ventricular assist device (lvad) was related to the death or if the device operated as expected.